Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. In addition, there were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received an air detected in cassette alarm during drain 1 of 5, prior to finding the fluid leak. The fluid leak was discovered when the cassette was removed from the cassette compartment after treatment was cancelled. The exact source of the leak was unknown. The patient completed their treatment by performing a manual exchange. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. After discovering the fluid leak, the ts representative advised the patient¿s contact to discontinue use of the cycler, and a new cycler was issued to the patient. The pdrn stated there have been no missed treatments. She also confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The old cycler was returned to the manufacturer for a physical evaluation.